Event description:
The customer contacted baxter's technical service center regarding a check final line (cfl) alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated they disconnected the heater bag and fluid flowed from it. The baxter technical service representative (tsr) explained that when they disconnected the heater bag the setup was compromised. The tsr assisted them with ending therapy and the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review was not conducted. This report of a use error - failed to follow therapy steps was confirmed. The root cause was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.